Manufacturer narrative:
The complainant was unable to provide the suspect device upn and the reported lot number could not be matched to the reported device; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson¿s disease. The procedure date is unknown. According to the complainant, a voicemail was received on (B)(4) 2017, the jejunal tube migrated about 3 weeks ago and was removed on (B)(6) 2017. Reportedly, the j-tube is going to be replaced; however, the replacement date is unknown. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.